Event description:
It was discovered that the fiberoptic catheter or "microsensor" was broken after the patient returned from the CT scan. No harm to patient occurred.device #1is this a laboratory device or laboratory test?no.